Manufacturer narrative:
The initial medical device report was submitted (2017865-2012-10395). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that excessive discharge was observed. The device was explanted and replaced.